Event description:
It was reported that this left ventricular (lv) lead showed loss of capture when trigger pacing was activated. The lv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.